Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's low flow oxygen connector was replaced to address the issue. The low flow oxygen connector was evaluated by the manufacturer's product investigation laboratory (pil) and found the low flow oxygen connector functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's low flow oxygen connector was replaced to address the issue.